Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process. In addition, no power clip was returned or attached. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit was able to power on by directly plugging in the tail end of the returned power supply behind the i3 unit. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The reported problem of physical damage/ frayed power connector was confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The patient reported frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient. The device was not returned for investigation.

Event description:
The patient reported frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.